Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint.- patient was revised due to pain, elevated cocr levels, and pseudotumor. Doi: (B)(6) 2006. Dor: (B)(6) 2012 (right hip). **update** (B)(4) 2013 - legal claim received. There is no new additional information that would affect the existing MDR decision. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Comment: adapter sleeve and stem added due to corrosion and osteolysis.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records identified part & lot. The complaint and associated mdrs were updated. The complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part & lot for stem. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.